Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. It was reported that the renal artery was acutely angled, which likely contributed to the difficulty advancing and subsequent stent dislodgement. Additionally, it was reported that a second unknown non-abbott stent also failed to advance further suggesting that anatomical challenges likely contributed to the reported difficulties. It was reported that force was applied during advancement. It should be noted that the rx herculink elite instructions for use states: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The reported difficulty advancing and subsequent stent dislodgement appear to be related to anatomical challenges. A review of the lot history record for the reported lot was performed and revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other similar incidents. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
It was reported that during advancement of the herculink elite stent delivery system in the acutely angled renal artery, resistance was met, force was applied, and the stent dislodged from the balloon but remained on the guide wire at the site of the stenosis. The physician attempted to capture the stent into the guide catheter; however, the stent came off the guide wire. The physician apposed the stent to the vessel wall in the terminal circle of the hypogastric artery using an unspecified balloon. Another attempt was made to cross the lesion in the renal artery with a non-abbott stent system; however, the attempt was unsuccessful. No further attempts were made to treat the lesion. Although there was a clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4).